Manufacturer narrative:
On 06/06/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/27/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/04/2019, mentor received additional information about the event: - the patient is white hispanic/latino. - the patient developed pain in her left breast. Patient code 1994 ¿pain¿ has been added. - the concomitant (right) breast prosthesis is a mentor siltex round moderate profile 250cc saline breast prosthesis, catalog #3542635, serial #(B)(4). On 03/14/2019, mentor received information that the patient had her breast prostheses explanted on (B)(6) 2018. The patient is scheduled to have unspecified replacement breast prostheses implanted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 250cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The patient replaced her explanted devices with mentor siltex round moderate profile 300cc saline breast prostheses on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/07/2019, mentor completed the investigation on the suspect medical device. During evaluation of the sample, siltex cracking was observed. Within the siltex cracking, a rupture was noted in the posterior aspect, measuring approximately 0.5 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due to high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).